Manufacturer narrative:
Philips service reviewed logs and suggested a reboot; no solution was provided. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that continuous fluoro failure with no clear root cause identified on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.